Event description:
Claimant was walking through the house with the unit, when the walker broke and he fell down. He hurt his right arm and shoulder. He went to the hospital to make sure that his arm wasn't broken. No ambulance was required. The claimant has owned the unit for approximately 1 year. However, he has originally purchased it used from another person.

Manufacturer narrative:
The claimant was contacted by our regulatory department. A replacement unit was sent to the gentlemen at his home address. We investigated the design of passed product revisions 4.0/4.5/4.8/5.0, the qc records and also the complaints we have received. This walker/rollator was manufactured in 2009. The rollator was a rev 4.0. The 4.5/4.8/5.0 rollator has improved front wheel design and also reduce the holes on the frame to reduce the risk. Rev 4.0/4.5/4.8/5.0 rollators have all passed the iso standard. The 2009 rollator has been used for 5 years and was passed onto a second user before the incident occurred. The rate of complaint is about 0.1%. Some of the complaints we cannot do the investigation because the unit is not returned to us. The rollator is made for walking and sitting. However, some customers also use it as a transport chair (warnings on the product disallow the use of the product as a method of transport). This is also a reason for defects.